Event description:
The reporter stated that upon removal of the catheter resistance was encountered. The doctor pulled the catheter until it stretched and broke. This resulted in a small segment of the catheter lost within the pt. No reported attempt was made to retrieve the fragment and no adverse sequela was reported.

Manufacturer narrative:
Customer was contacted for more information and customer has reported the device has been discarded and is not available for device evaluation. Customer did not know the lot number of the device.